Event description:
Pre-implant cta shows a dissection of approximately 3cm length, beginning at the lsa. Implant angio shows the stent graft placed with the proximal graft margin just distal to the lcca; covering the lsa. There is still residual retrograde flow within the lsa. No stent graft issues or endoleaks are seen. Post-discharge x-rays show no stent graft issues. Post-implant cta's show that the dissection appears covered by the stent graft. No stent graft issues are seen. It is likely that the planned coverage of the lsa by the stent graft contributed to the reported left arm claudication.

Event description:
A valiant thoracic stent graft was implanted in a patient for the emergent endovascular treatment of an acute thoracic dissection. The main cause of the dissection was long standing arterial hypertension. Location proximal start location false lumen: at the level of the ostium of the lsa (including 25 mm of aorta below the ostium of the lsa). Location level of the more proximal entry tear: at the level of the ostium of the lsa (including 25 mm of aorta below the ostium of the lsa). Extension distal extent of false lumen: the end of the first half of the descending aorta. The lsa was intentionally covered, due to the location of the entry dissection/tear near the origin of the lsa. It was reported that the patient had claudication in the left arm, however the patient was not treated at that time. It was reported that 10 months later a transposition of the lsa was performed. Six months later the patient had claudication of the left arm and a duplex bypass was performed. One year later the patient had a carotid to left subclavian bypass performed. Four months later the patient had an interthoracic bypass from the descending aorta to the subclavian artery. The invest igator assessment states that the events were not related to the study device, definitely related to the study procedure, and not related to the disease. No additional clinical sequelae were reported. This device is not marketed in the united states however the device is similar to a device marketed in the united states.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion); failure to follow instructions (covering of the lsa with the stent graft). Conclusion: user error contributed to event (covering of the lsa with the stent graft ).